Event description:
It was reported that patient experienced a headache during an MRI procedure. The MRI was successfully done, and the issue was resolved. The investigation did not determine which lead was responsible for patient's symptoms.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 components; however, it is unknown which components, therefore all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(4), lot: 6877527. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.